Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a fault code was noted on the device for shock in low impedance with no possibility to reprogram the insulation damage was suspected. The patient was hospitalized and was monitored. The device and lead have been scheduled for a revision. Information was subsequently received that the device was explanted and the lead was surgically abandoned. No adverse patient effects were reported.